Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable pacemaker was informed from the clinic that the device is not working properly. Boston scientific technical services (ts) discussed contacting clinic with questions and concerns. To date, this device remains in service. No adverse patient effects were reported.